Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
(B)(4) reported that there was noise and oversensing present on this lead. The lead was capped on (B)(6) 2018.